Event description:
Home patient's (hp) daughter contacted baxter's technical service center and reported spike fell out of the heater bag during dwell using the homechoice (hc) system. The daughter was already at power restored; she was attempting to remove the old set. Technical service rep (tsr) assisted the daughter. There was no patient injury or medical intervention reported at the time of the incident.